Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional device: tgu373710/#9743598.

Event description:
On (B)(6) 2012, the patient underwent an emergent procedure to treat a ruptured aneurysm in the descending thoracic aorta with conformable gore tag thoracic endoprostheses. A strictured region of the aorta created an infolding at the distal end of the tgu404020, which resulted in a junctional type iii endoleak between this device and the tgu373710. On (B)(6) 2012, the patient underwent another procedure to address the endoleak. A tgu373720 was successfully placed at the device overlap.